Manufacturer narrative:
The exact date of the incident was not provided. An approximate date is provided. The device was not returned for investigation. Since the device was not returned for investigation, a complete investigation could not be performed. A review of the lot history record for lot 4g07270-b was performed. The lot met all device specifications. Two devices, turbovac 90 arthrowand (catalog no. As1336-01) and atlas controller ( catalog no. H3000-00), were used in the same procedure and two separate mdrs are filed for each device under medwatch numbers 295150-2008-00034 and 2951580-2007-00033.

Event description:
In 2008, a clinical incident involving a turbovac 90 arthrowand and atlas controller was reported to arthrocare corporation. During an arthroscopy procedure of the shoulder, the pt sustained a second to third degree burn approx 2 x 6 inches in size. The burn was treated with silvadene cream.